Manufacturer narrative:
Description of event: correction - initial report stated "suspect positive control bi" in error. Corrected to read "no growth bi control." (B)(4) - correction-changed to no growth bi control. Device evaluated by mfg - correction: the initial report was checked not returned to manufacturer. It is now corrected to evaluated by mfg: yes. Correction: device manufacture date: 07/27/2010. Asp investigation summary: the investigation included a review of the device history, trending by product line and system serial number, failure mode and effects analysis and the health hazard evaluation. The DHR (device history record) review reveals no non-conformance reports found. The complaint history for the cyclesure bi, lot 208107 revealed no other similar reported complaint. Trending analysis for "no growth bi control" failure mode is within acceptable control limits. The fmea (failure mode and effects analysis) assessment revealed a low-safety risk. The hhe (health hazard evaluation) was reviewed and the risk of no growth control bi is considered to be low. The samples returned by the customer were tested and there was no problem found. Since the incubation temperature information was not reported, correct temperature parameters is not confirmed. Thermophiles require high temperatures for growth. Based on the information available, a definite root cause could not be confirmed. Thorough investigation and testing could not reproduce the reported issue of a no growth bi control.

Manufacturer narrative:
(B)(4) no code available: suspect positive control bi.

Manufacturer narrative:
Follow-up information indicated the load was not recalled. The hospital does have a procedure in place for reprocessing loads from cancelled cycles.

Event description:
An international customer reported a suspect positive control sterrad cyclesure biological indicator (bi). No harm or injury was reported due to this event. At this time, no additional information is available regarding the load contents and if the load was reprocessed. If additional information is received, a supplemental medwatch report will be submitted.